Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the surgeon was taking down adhesions and tissue pad came off. Surgeon found pad and removed from patient. Case completed with another device of the same product code. Device discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).